Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in the clinic after receiving a notifier for nsln event. Undersensing was also observed. Programming changes were recommended. The physician turned off patient notifier. The device remains implanted.